Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that an asymptomatic patient presented in clinic after receiving a vibratory alert. Device interrogation showed loss of capture, loss of sensing and random out of range impedance values on both the right ventricular and right atrial leads. A chest x-ray confirmed both the leads were dislodged and pulled up into the pocket due to twiddler¿s syndrome. The leads were explanted and replaced on (B)(6) 2017. The patient was in stable condition prior, during and post procedure.